Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow up. Upon interrogation, lead noise recorded as automatic switch episodes (ams) and all the episodes being less than a minute was noted on the right atrial lead. Noise was not reproduced in clinic, but patient had limited range of motion. No intervention was performed, and the lead remains implanted. The patient was stable throughout and will continue to be monitored.